Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was duplicated and attributed to an open circuit between the ring and socket and the shorting connector. The electrode pads were scrapped and a replacement set was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "check pads" message using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.